Manufacturer narrative:
The customer reported that they have had multiple power outages and now the cns (central monitoring system) will not boot up. It is on a boot screen and will not change. The ups worked normally. The customer stated it had been 4 or 5 years since the hdd was replaced. He is aware the facility should change the hdd's every 2 years. The bme ordered a hdd for this cns. The bme put a spare cns into place in the meantime. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that they have had multiple power outages and now the cns (central monitoring system) will not boot up. It is on a boot screen and will not change. The ups worked normally.